Manufacturer narrative:
The investigation could not determine a specific root cause for the discrepant results. Since repeat testing of the original sample and new sample generated the same correct result, the most likely root cause is insufficient sample mixing. Other causes for falsely elevated results, such as reagent or calibrator issues, could be excluded as there were no further discrepant patient results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for tina-quant hemoglobin a1cdx gen.2 (hba1c) on one patient sample. The initial result was run on (B)(6) 2014 and was reported outside of the laboratory as 8.1%. The result was questioned by the physician on (B)(6) 2014, and a new sample was requested. The original sample and the new sample were run. The original sample generated a repeat result of 6.1% and the new sample generated a result of 6.2%. The customer deemed the repeat result to be correct. There was no adverse event. The customer indicated that they had not had additional discrepant results and that qc was in range. The customer refused a service dispatch for this issue. The lot number for the hba1c reagent in use was 68736201, with an expiration date of 11/30/2014.